Event description:
Customer reported obtaining one erroneously low cartridge glucose (glu) result which was generated on a unicel dxc 600i synchron access clinical system. The customer mentioned of a similar issue which occurred on (B)(6) 2012. Please see medwatch #2050012-2012-00639 for the report of the event which occurred on (B)(6) 2012. The customer mentioned that the original erroneous glu result was 2 mg/dl and a rerun on a different instrument (dxc 600) generated 117 mg/dl which was reported out of the lab. Erroneous result was not reported out of the lab and there was no change to patient treatment in connection with this event. The customer indicated that there was no problems with calibration and quality control (qc). Field service engineer (fse) was dispatched and ran performance verification test (pvt3) carryover test which failed. Fse proceeded to replace the cartridge chemistry (cc) sample probe and t-valve. Repairs were then verified per established procedures.